Event description:
The event occurred while inserting a right subclavian central line. After obtaining venous access, the guide wire was passed easily and dilation was completed without incident. In the process of attempting to insert the 16fr central line catheter, the line could not be advanced past 6cm. Wire was reassessed and still found to be passing easily. A 20fr central line catheter was obtained and was easily inserted without incident, post-procedure xr confirms correct placement. After the procedure I inspected the 16 fr catheter and discovered that there was a foreign body within the lumen of the catheter at about the 6cm point. The foreign body was blue plastic, probably about 1cm in length. The catheter itself was entirely intact with no external pieces chipped off or missing. I gave this foreign body to the patient's nurse who then took it to quality control. The patient is doing well at this time with no apparent complications.unfortunately, the foreign body was maintained and not the catheter. If the manufacturer would find this useful, we would be able to send pending release from our legal services department.